Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, e3, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-nov-2022 to 26-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the latch on door one and door two needed replacement. Field service engineer replaced latch on door one and door two to resolve the issue. The system was functional as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had a tower door failure, preventing the user from removing medication for a patient. The customer stated that there was no delay to patient care. There was no report of impact to the patient or user during this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door failed due to a faulty latch. A field service engineer replaced the latch on door one and door two to resolve the issue. The system functioned as intended after troubleshooting the device.

Event description:
It was reported when using the pyxis medstation es system had a tower door failure, preventing the user from removing medication for a patient. The customer stated that there was no delay to patient care. There was no report of impact to the patient or user during this event.